Manufacturer narrative:
The returned device was evaluated. The investigation revealed a cracked lens and damage to the lcd component; however, the unit was found to be functioning as designed. No product performance issues related to the complaint were identified. Based on the investigation, the customer complaint could not be duplicated. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues, related to this complaint, prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is completed, a follow-up report will be submitted.

Event description:
It was reported there was a display failure. There is no report of any patient impact or consequence as a result of the issue. No other details provided.